Manufacturer narrative:
Correction: date is incorrect as device was not implanted.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The imaging could not be performed as the images were not available. The device was waiting to be returned.

Event description:
The following was reported to gore: on (B)(6) 2020 a patient was implanted with a 6mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface to treat femoral artery stenosis. A 6fr medtronic sheath and terumo ver catheter were inserted for angiography. It showed common femoral artery stenosis. Boston v18 guidewire and biotronik pta were inserted to dilate the vessel, however the blood flow wasn't improved. Then viabahn® device was advanced to target lesion and deployed. However, the deployment line got stuck when the viabahn® device expanded half. The viabahn® device couldn't deploy after many attempts. After that the physician performed a surgical intervention to remove the viabahn® device. It was reported that a surgical bypass was performed using a gore vascular graft to complete the procedure successfully. The patient tolerated the procedure.

Manufacturer narrative:
H6: code1 213 - the images were not available, the imaging evaluation could not be performed. The device was returned and the engineering evaluation was performed on the device. The following observations were made by engineer: the entire device was returned. There was approximately 45 cm of deployment line between the hub and deployment knob. The distal shaft, upon which the endoprosthesis is mounted, was exposed approximately 1 cm near the tip end of the device. The endoprosthesis was longitudinally compressed towards the transition. Approximately 5.5 cm of the endoprosthesis was expanded near the tip end of the device. The remainder of the endoprosthesis was still constrained by the inner braided constraining line. Deployment was able to be continued with traction on the deployment line at the endoprosthesis. The remainder of the device was unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.